Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, a leakage was noted coming from the elevator channel plug. Additionally, as noted in b5, the adhesive was peeling between the probe and the distal end body. It was also noted that the number 1 button was cut and the ultrasound image had a broken element present.

Event description:
The customer originally returned his evis exera ii ultrasound gastrovideoscope due to an unspecified air/water leakage noted during reprocessing. This event had no patient involvement. During the device evaluation, it was discovered that the adhesive between the probe and distal body was cracked and peeling. This report is being submitted to capture the cracked and peeling adhesive discovered during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.